Event description:
The device was set up and started a cavity test that was passed. Dur the endometrial ablation was in interrupted due to a message from the machine that there was a problem with the vacuum. A new device was obtained, and the procedure was completed without incident.